Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced "random intermittent beeping" with no visible alarms noted on the system controller upon initial interrogation. Log files were submitted for review and was full of frequent pulsatility index (pi) events on (B)(6) 2026 from 09:44 to 12:15. There was a power cable disconnect at 09:49 during a battery change. Otherwise, there were no notable alarm conditions or parameter changes seen in the log. The system controller was then exchanged. It was said that the " random intermittent beeping" resolved after the system controller exchange.